Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the stimulation changed. It was also noted the x-ray showed that the lead 'slipped down and out of epidural space.' It was further noted that the revision would be scheduled. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was scheduled for a lead revision in may. Additional information received reported the patient had the lead revision on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead revision went "well". It was stated that the one lead that was pulled down was replaced and the patient was getting "good coverage" post operation.